Event description:
Impedance bipolar electrode pair 0-3 was 57 ohms with a current of 11 microamperes. The other impedances were within normal range. The deep brain stimulator was not yet implanted. A magnetic resonance imaging was completed without issue (results not reported). No further troubleshooting was done. No patient symptoms were reported. A follow-up report will be submitted if additional information becomes available.